Event description:
The facility reported a colleague infusion pump with a continuous 810:11 error. The event occurred during biomedical testing as well as during normal operation on a general floor. Upon a follow-up call to the facility, it was found that the fail code occurred during infusion resulting in an interruption of therapy. The pump was swapped out to resume therapy. It is unk what was being infused. No pt injury associated with this report. No additional info is available.

Manufacturer narrative:
(B) (4). A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional info becomes available.